Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should a sample become available, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause of the event was related to the home patient's pet biting the tubing line. A label review was conducted and found to be adequate for the potential use error in this complaint. Baxter will continue to monitor similar reports to determine if further actions are required. After several attempts to obtain additional information, the sample availability is unknown. A follow-up report will be submitted if additional information becomes available.

Event description:
The customer contacted baxter's technical service center for assistance ending therapy on the homechoice. The home patient (hp) stated her pet bit the patient line. The hp already contacted her nurse and was advised to end therapy early and follow-up with a manual exchange later in the day. No patient injury or medical intervention was reported at the time of the initial report.

Event description:
It was reported via trial that approx 8 months post xience v stent implantation in the mid left anterior descending (mlad) artery, during a routine f/u angiogram, stenosis was noted and another stent was placed overlapping the xience v stent. There was no adverse pt sequela. On (B)(6) 2010, the pt was discharged. No additional info was provided.